Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implant ted with an implantable neurostimulator (ins) for spinal pain. It was reported that approximately 4-5 days ago patient developed redness and pain at the spinal incisional site. This site has presently resolved and now she has developed redness and discomfort in a streak leading to the battery site. She has not taken her temp today. She is not experiencing electrical/shooting discomfort.  The patient fell a few days ago. Rep asked her to turn the stim off to help us determine if the discomfort is related to the use of the stimulator itself. She was unable to determine any change in the discomfort with the unit off.  No device malfunction was reported. (B)(6) 2020:: additional information was received from the manufacturer representative (rep). The pt was admitted to the hospital on (B)(6) 2020. Full scs explant was performed.